Event description:
It was reported that the lead exhibited noise at a follow up. During a routine device change out, the lead exhibited an insulation anomaly and was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found an insulation abrasion at 14.7 cm to 15.5 cm from the connector pin which exposed the coil and likely contributed to the reported noise. The abrasion resulted from exposure to constant friction with another implantable device.